Event description:
It was reported, that the patient presented with discomfort to the clinic for a follow up. Interrogation of the pulse generator noted, that the left ventricular (lv) lead had phrenic nerve stimulation and exhibited high capture threshold. Fluoroscopy was performed. Which confirmed, that the lv lead had also dislodged. An attempt to reposition the lead was unsuccessful. The lv lead was explanted and replaced. The patient was stable throughout the procedure.